Manufacturer narrative:
On 18-mar-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the hemostatic valve was found to be broken before insertion into the patient¿s body. The hemostatic valve was dislodged inside of the hub. No damage or dislodgement of the brim cap or hub was identified. No reverse blood was observed when saline was infused. The issue was resolved by replacing the sheath with another new one. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 12-sep-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the hemostatic valve was found to be broken before insertion into the patient¿s body. The hemostatic valve was dislodged inside of the hub. No damage or dislodgement of the brim cap or hub was identified. No reverse blood was observed when saline was infused. The issue was resolved by replacing the sheath with another new one. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Then, the device was sent from the decontamination center cg-labs to the irvine facility for further investigation related to the hemostatic valve leak issue. After concluding the special investigation it was identified that the hemostatic valve was observed damage, it was dislodged inside of hub component. In addition the dilator was observed bent. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed on the valve surface and the dilator suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 60000487 number, and no internal actions related to the complaint were found during the review. The hemostatic valve issue reported by the customer was confirmed. The potential caused of the damage on the valve and dilator could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The damage identified on the dilator is an issue unrelated to the event reported to the customer. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).